Event description:
New information received notes high capture thresholds were observed on the atrial lead. The lead was explanted and replaced. The patient was stable with no complications.

Manufacturer narrative:
The reported events were not confirmed. A partial lead was returned in two pieces. The connector portion (a) measured 7.9 cm while the middle portion (b) measured 21.2/ 22.1 cm (outer insulation/ inner insulation) with extraction tool stuck in this portion of lead. Electrical testing did not find any indication of conductor fractures. High potential test failed due to procedural damage to the inner insulation at the middle region. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
New information notes failure to capture was also observed at high thresholds prior to the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead noise and noise reversions with inappropriate mode switching was observed on the atrial lead. The patient was to continue with remote monitoring. There patient was stable.